Event description:
Ambulance personnel were attending to a pt, condition unk. Allegedly during external pacing, the device would intermittently indicate pacing leads off. All electrode/cable connections were verified and a reason for the message could not be discerned. A back up deivce was obtained and treatment was continued to the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.